Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the local representative that this patient was presented to the electrophysiology (ep) laboratory for a scheduled implant procedure. The lv lead was successfully implanted with no reported difficulty. During implant of the right ventricular (rv) defibrillation lead, the patient coded and could not be revived. Attempts to position the rv defibrillation lead were unsuccessful. The device had not been connected at the time of the adverse event. Subsequently, boston scientific received additional information from the local representative. The drop in the patient's blood pressure was attributed to the procedural anesthesia. The patient's medical history was significant for a low ejection fraction (ef) of 20%. Upon onset of the adverse event, cardiopulmonary resuscitation was performed with subsequent stabilization of the patient's condition. The patient did not require respiratory assistance when transported to ICU. Approximately one hour later, the patient's hemodynamic condition worsened and was associated with pulseless electrical activity (pea). The patient did not recover and died. From the physician's perspective, there were no allegations or complaints against the device and lead system. The local representative reported that the physician did connect the device following CPR prior to transportation to the ICU as the rv had already been successfully positioned. It was felt that the implant of this device did not affect the patient's condition and the invasive procedure did not cause or contribute to the eventual outcome for this patient. The cause of death was attributed to pea secondary to hemodynamic issues with anesthesia.